Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. The customer's blood glucose (bg) level was 506 mg/dl. Bg was addressed via manual insulin injection. The customer reverted to an alternate method of insulin therapy.